Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed. Ventec also observed that the device had logged multiple patient circuit disconnect alarms. Ventec replaced the control board and internal flow transducer (ift) to resolve these issues. Proper device operation was then confirmed through functional and performance testing. Ventec was unable to confirm any issues with the device not alarming as expected when the patient circuit was disconnected. The investigation determined that the cause of the low inspiratory pressure and patient circuit disconnect alarms was the control board and ift. The cause of the alarm not functioning as expected could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low, and that it wasn't alarming as expected when the patient circuit was disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.